Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed by tandem technical support and an occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. The customer¿s blood glucose (bg) level was displayed as "high"; however a specific value was not provided. Customer administered a manual injection to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.